Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer reported a blood glucose level of 200 (mg/dl). The customer was able to clear the alarm and resume insulin delivery. Customer indicated that a pump bolus would be administered manage diabetes.